Event description:
It was reported that on (B)(6) 2013 a surgery was performed on a patient using a prodisc-lumbar, pdl, with no complications. Immediately after the case the patient had to have an external iliac artery stent placed. On june 18 2013, the surgeon reported that the patient had a fifteen degree tilt and a 4mm anterior subsidence. The case was originally scheduled on (B)(6) 2013, but was postponed due to the patient testing positive for methamphetamine. The case has not been rescheduled for a revision at the present time. It was further reported that the surgery extension of an additional 14 minutes was due to addition of the iliac artery stent after the pdl was implanted and was a result of the retraction using the anterior approach. No further information was provided. This is report 1 of 3 for complaint (B)(4).

Manufacturer narrative:
Actual event date not known. The manufacturing records were reviewed and no complaint related issues were found. A review of the DHR indicates that there were no anomalies which could have caused or contributed to this complaint. All parts passed visual and dimensional inspection requirements and all records indicate that the product was manufactured to specifications. The product remains implanted and the case has not been rescheduled for a revision at the present time. Hence, as no product was received, the investigation could not be completed and no conclusion could be drawn. This device was used for treatment not diagnosis.

Manufacturer narrative:
Additional narrative: pd event evaluation was performed. The report indicates the cause of the subsidence in this case could not be determined from the information provided. Potential causes for the subsidence indicated in the literature could include poor bone density (osteopenia or osteoporosis), endplate sizing, and endplate morphology and preparation. Device was used for treatment, not diagnosis.

Manufacturer narrative:
Device is used for treatment, not diagnosis. Additional review of manufacturing records provided the following: review of the dhrs for pdl-l-ip00s and the raw material (cocrmori44.45) indicate there were no manufacturing discrepancies relevant to this complaint. Prodisc inferior endplate - pdl-l-ip00s - lot 7045382: inspection sheet (B)(4) shows all parts passed visual and dimensional requirements. Inspection sheet (B)(4) showed all parts passed visual and dimensional inspection requirements. Inspection sheet (B)(4) showed all parts passed visual and dimensional inspection requirements. Inspection sheet (B)(4) showed all parts passed visual inspection requirements. Review of operator inspection sheet (B)(4) indicates that this was the last lot packaged of the day. Review of inspection sheet (B)(4) shows that the qc check was performed and parts met process requirements. The packaging label log showed that the required labels were present and met requirements. The DHR release check lists did not show any non-conformities. (B)(4) was issued in (B)(4) to scrap one carton damaged during shipment. The carton damage (torn label) does not affect the function of the device. Product is visually inspected 100 percent when unpacked and placed into a warehouse location. Raw material - 41028 -lot 4991846: the receipt traveler was reviewed for correct type, size, grade, shape, jde number, lot number, and heat number, no discrepancies were found. Review of the inspection sheet ((B)(4)) showed that the material conformed to all dimensional, chemical content analysis, recertification specifications. Packing lists contained the correct type, size, and heat number. Review of the vendor certification showed that the material was processed per synthes specification (B)(4). The DHR review check lists did not show any non-conformities.